Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Revision surgery of an aequalis reverse for implant failure due to a broken implant. The male threaded post broke and humeral implants came apart. Patient was pulling up pants and felt funny pop.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.